Event description:
The customer reported clear fluid with blood leaked from under the unit involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. No patient results were impacted or released out of the laboratory. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
On (B)(6) 2012, the customer's medical technician discovered a tubing had come off and reconnected it as this was the source of the fluid leak. The medical technician had on proper personal protective equipment during troubleshooting. The medical technician discovered the compressor was not producing enough vacuum and replaced the compressor the following day. On (B)(4) 2012, the field service engineer (fse) serviced the unit and did not observe any evidence of a fluid leak. The fse noted the tubing had come off at line ff119. The exact cause is unknown. The fse noted the tubing is secured and free from tampering. The fse reported the customer had on personal protective equipment (ppe) when cleaning up the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The unit was in normal operation. The customer has an exposure control/risk management plan at the facility. (B)(4).